Manufacturer narrative:
It was reported that the floor locks allegedly gave out and the table dropped on a users' toe. A stryker field service technician (sfst) was dispatched for investigation. Upon arrival, the sfst interviewed the biomed. The biomed informed the sfst that the table went into reverse trendelenburg and when the level function was pressed on the pendant, the table dropped 6"-8", followed by the table unlocking by itself. The sfst performed a mechanical evaluation, ten cycle tests and reviewed the error logs on the table. The sfst was unable to replicate the complaint. The table was released to the customer for full use. There was no reported injury or adverse consequence to the patient and no serious injury to the user.

Event description:
It was reported that the floor locks allegedly gave out and the table dropped on a users' toe. There was no reported injury or adverse consequence to the patient.